Event description:
It was reported via facility medwatch# (B)(4) that shaft break occurred. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft of the balloon broke inside the patient while stenting. The device was removed without known harm to patient. The procedure was completed with a different catheter.